Event description:
A report was received that the patient was having pain when charging because there was some swelling around the ipg. The patient experienced difficulty charging. The patient underwent an explant procedure. The patient was doing well postoperatively.

Event description:
A report was received that the patient was having pain when charging because there was some swelling around the ipg. The patient underwent an explant procedure. The patient was doing well postoperatively.

Manufacturer narrative:
Event date: (B)(6) 2014.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-2218-50 serial #: (B)(4), description:linear st lead, 50cm. Model#: sc-4316, lot #: 14326205, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Device evaluation indicated that the ipg passed all tests performed. The source of the complaint could not be determined. Ac/dc current leakage tests verified no loss of electric current into the surrounding tissue. Residual gas analysis verified that the device insulation was not compromised. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event. The patient's data showed that the maximum temperature was registered as 43.41 °c, within the limit of 45±1 °c. The ipg passed all the required tests and revealed no anomalies.

Event description:
A report was received that the patient was having pain when charging because there was some swelling around the ipg. The patient experienced difficulty charging. The patient underwent an explant procedure. The patient was doing well postoperatively.